Event description:
Event description guidant received information that this pacemaker (1296) was within the bounded population affected by safety communications issued on this model device, and was prophylactically explanted. The replacement device (706104) was noted to have been taken out of ship mode prior to the implant procedure. The device was reprogrammed and implanted. Pacing and sensing measurements were within normal limits. However, upon interrogation of this device following pocket closure, low impedance measurements were obtained on the competitor's atrial lead. The lead was repositioned in the header of the device and the setscrews were tightened again but impedance measurements remained low. The lead was inserted into another pacemaker (722280), all measurements were within normal limits, and 722280 was successfully implanted. 706104 and 1296 were returned to guidant for analysis.